Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a stent was used during an embolization procedure to treat a right ic-pcom aneurysm. The patient experienced a "small" cerebral infarction, located in the right cerebral area, two hours post procedure. The infarction resolved two weeks post procedure with no residual effect to the patient.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, stroke is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that a stent was used during an embolization procedure to treat a right ic-pcom aneurysm. The patient experienced a "small" cerebral infarction, located in the right cerebral area, two hours post procedure. The infarction resolved two weeks post procedure with no residual effect to the patient.